Manufacturer narrative:
H4 - device mfg date is unknown. No information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump displayed a cassette not properly attached error message" was confirmed during testing, it was found that latch lock flex sensor circuit was not functioning properly. The flex sensor circuit was replaced. Device sensors were calibrated, and performance verification test was performed. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump displayed a cassette not properly attached error message¿; during device evaluation it was found the latch lock flex sensor circuit was not functioning properly. The event occurred during testing.